Event description:
Surgical intervention was undertaken on an unknown date by an unknown provider in which the patient's system was explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was suspected at the patient's ipg pocket site due to patient experiencing burning sensation and swelling around the ipg pocket site. Patient reported having these symptoms since long time. Patient was treated with antibiotics and cultures were obtained. Patient later stated there was not an infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device is not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.